Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 1/18/2017. It was reported that patient underwent mesh excision on (B)(6) 2012 by dr. (B)(6).